Event description:
Beckman coulter inc (bec) (B)(4) reported receiving a shipment of retic prep reagent kits and immunoprep reagent kits and all of the bottles were wet. No visible damage due to shipping or loose caps. Per customer that the immunoprep reagent kit leaked, due to stains observed on the bottom of the immunoprep kit, and damaged the rest of the shipment. The customer turned the retic prep reagent kits over to verify that there was no leaks from those kits. The spill was contained and disposed of by the operator wearing ppe. No death or injury or change in patient treatment as a result of the incident. No exposure to open wounds or mucous membranes. The customer did not seek medical attention.

Manufacturer narrative:
Service was not dispatched for this event. The root cause of the leak is unknown. (B)(4).